Manufacturer narrative:
The insulin pump was unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The insulin pump passed self test, rewind, seating, basic occlusion test and force sensor test. Unable to verify air bubbles in reservoir due to missing retainer, missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.

Event description:
Customer reported via phone call for cosmetic damage. Customer¿s blood glucose was unknown. Customer stated that every time she takes her reservoir out the plastic top o ring comes off. The insulin pump will be returned for analysis.